Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels rose up to 16 mmol/l (288 mg/dl) while wearing the pod on the arm between 37 and 48 hours. The pod fell off, dislodging the cannula from the infusion site. A new pod was applied as treatment.